Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was attempting to deliver a quick bolus for his dinner and the button weren't responding. He removed the battery and reinserted and issue continued. Removed the battery again for a longer period of time, reinserted, and issues persisted. Customer's blood glucose was unknown. Customer went to a cold water spring and it was the device was exposed to the spring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a missing end cap sticker. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a corroded battery tube.